Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens evaluated the instrument data and determined that quality control (qc) data was within range for glucose hexokinase_3 (gluh_3) on the day of the event, and no issues noted with the reagent packs that were in use. The calculations data was reviewed, and no flags or anomalies were noted with the water blanking or reagent probe (r1) check. The data indicates no instrument issues. The event is isolated to the sample ID (B)(6) testing performed on (B)(6) 2019. The treatment of the sample is unknown, during the pre-analytical phase, and whether re-centrifugation occurred before the repeat testing performed on (B)(6) 2019. The potential cause for the falsely elevated glucose hexokinase_3 (gluh_3) results, for one patient sample, is due to sample handling or a sample specific issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discrepant falsely elevated glucose hexokinase_3 (gluh_3) results were obtained on an atellica ch 930 analyzer. The initial discordant result of 153 mg/dl was not reported to the physician(s). The same instrument and sample were used for repeat testing. The repeat result was elevated, and the customer stated that it did not match the historical patient result. The same sample and instrument were used to perform additional repeat testing on (B)(6) 2019, and the result was 83 mg/dl. The customer issued a corrected report. There are no reports of patient intervention or adverse health consequence due to the discordant elevated gluh_3 result.